Event description:
This consumer wrote in the claim that he never received the replacement which was mailed out to him last (B)(4). Did have him confirm his mailing address to be sure we sent it out right. I am not sure why he waited so long to let us know he did not receive one...

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.